Event description:
Customer reported "both housing cracked, hh swivel connector is causing intermittent reading." There is no patient involvement.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have cracked housing in addition to a crack in swivel connector which could have caused intermittent reading when the device was shaken. In addition, thumb latch was broken, and it doesn't hold by itself on the docking station, screw holding the stand off is also missing on the system board. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues prior to this reported event.